Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urgency frequency. It was reported that the trial patient was in a lot of pain and ¿something¿ hurts. The patient talked about having an infection and the antibiotic they were on was not helping. It was just making them poop. The patient was referred to their clinician for the issues. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if there were any interventions/actions taken to resolve the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive, no injury¿. There were no further complications reported or anticipated.